Event description:
It was reported that the patient experienced consistent difficulty charging the spinal cord stimulator implantable pulse generator (ipg) with the ipg shutting down nearly every day for the last year. Troubleshooting was attempted; however, the issue was not resolved. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively and the patient was doing well with the new device.

Event description:
It was reported that the patient experienced consistent difficulty charging the spinal cord stimulator implantable pulse generator (ipg) with the ipg shutting down nearly every day for the last year. Troubleshooting was attempted; however, the issue was not resolved. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively and the patient was doing well with the new device.

Manufacturer narrative:
Correction to the initial MDR in: block a1: patient initials. Block b1: adverse event/product problem. Block d6a: implant date.

Manufacturer narrative:
The returned ipg was analyzed and exhibited typical characteristics during both visual and functional assessments. It was successfully recharged within a four-hour cycle, and an analysis of the devices data logs did not show any anomalies related to premature battery depletion. However, a review of the charging log revealed two issues that likely contributed to difficulties in charging or longer charging times. These included potential misalignment of the charger with the ipg, which may have led to lower-than-expected charging current, and possible misalignment or poor ventilation, which may have caused the charging process to halt once a temperature limit was reached. These factors are known to complicate charging when users do not adhere to the instructions for use (IFU). A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components or battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Additionally, the allegation of the ipg shutting down nearly every day, causing intermittent stimulation was not confirmed. The ipg displayed typical characteristics during both visual and functional assessments. However, a review of the labeling indicated that the reported event is a known risk associated with the implantation of a pulse generator as part of a spinal cord stimulation system.

Event description:
It was reported that the patient experienced consistent difficulty charging the spinal cord stimulator implantable pulse generator (ipg) with the ipg shutting down nearly every day for the last year. Troubleshooting was attempted; however, the issue was not resolved. The patient underwent an ipg replacement procedure. There were no reported complications postoperatively and the patient was doing well with the new device.